Manufacturer narrative:
Before the defective part was received for failure analysis. The service engineer (se) reported that the touchscreen was replaced, and the calibration was performed successfully. The se performed all verification tests as outlined in the respironics v60/v60 plus ventilator service manual revision k. All tests passed. Unit returned to service with no restrictions.

Manufacturer narrative:
The touchscreen assembly was returned for failure evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement.